Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient who was corrected for distance in the left eye when it should have been corrected for near vision. The patient consented to going back into the laser suite and a flap lift with subsequent near vision treatment was performed. Additional information received; the patient is doing well following treatment.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications on this day. Root cause is user handling. Customer stated the patients left eye was treated for distance vision correction instead of near vision. (B)(4).